Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what are the procedure and event date? The exact dates are unfortunately unknown. They both did occur in the month of (B)(6), during what was believed to be during 2 spay surgeries. We have had the needles falling off the suture material, we have saved the 2 packages. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify if the needles separated from the suture during the actual procedure or pre-operatively during handling? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2022-03989. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an animal underwent an unknown procedure on an unknown date and suture was used. The needle fell off of the suture. There were no patient consequences reported. Additional information was requested.